Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of one of the holding arms fractured off and was returned. The device was manufactured in 2018 and exhibits signs of significant wear/usage. The fracture most likely occurred due to ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the forceps exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the clamp mechanism of these forceps broke while clamping the humerus to reduce fracture. Both pieces retrieved successfully. A 30 min surgical delay was reported. Backup device available. No more information provided yet.